Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black original/seal inside reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that there was damage to their insulin pump. Customer stated the reservoir chamber could not hold the reservoir in place. Customer stated the reservoir chamber was stripped and cracked. The customer's blood glucose was 169 mg/dl. The customer was unaware of how the damage occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.